Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found packing deterioration. Based on the results of the investigation, a probable cause of the malfunction could not be identified despite reproducing the phenomenon during product inspection. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had deterioration of camera head section packing. The issue occurred during preparation for use. The intended procedure was therapeutic. There were no reports of patient harm.

Event description:
It was reported the camera head had deterioration of camera head section packing. The issue occurred during preparation for use. The intended procedure was therapeutic. There were no reports of patient harm.